Event description:
It was reported that during a device check, this right ventricular (rv) lead exhibited noise on the shock channel. Technical services (ts) was consulted and noticed myopotentials on the rv lead and shock channel. Ts confirmed these myopotentials were not oversensed. The health care professional (hcp) elected to follow this rv lead remotely and watch for any inappropriate episodes. This rv lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).